Manufacturer narrative:
(B)(4) it was noted on average this occurred with 8 out of 10 kits. Therefore, 7 additional reports have been submitted.

Event description:
It was reported the procedure was being performed in the intensive care unit. The clinician reported the peel-away sheath was bunching and they could not advance the catheter through the sheath. As a result, a 10cm glide thru sheath was used to complete the procedure. There was a delay in treatment and no patient death or complications reported.